Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had another temperature sensing foley catheter it showed the reading 38.2 degrees but when customer used esophageal, temporal and tympanic all reading 36.3 degrees. Same cord used for esophageal reading as the foley. They did try and change to a new cord with no difference noted. Per internal bd comments received on 03june2025 this was not the first instance of this, customer also experienced this issue in (B)(6) 2025. This was the first reported case since the initial reports.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received 1 temp sensing foley catheter. Verified material number 119316m and manufacturing lot number ngjx5484. Visual inspection noted no obvious observations. Failed continuity test. 1.9 ohms this did not meet specification of the equations listed in section 6.5 of tm0301213 revision 2. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had another temperature sensing foley catheter it showed the reading 38.2 degrees, but when customer used esophageal, temporal and tympanic all reading 36.3 degrees. Same cord used for esophageal reading as the foley. They did try and change to a new cord with no difference noted. Per internal bd comments received on 03june2025 this was not the first instance of this; customer also experienced this issue in march 2025. This was the first reported case since the initial reports. Per additional information received on 08jul2025 that, product was used on the patient, and no patient impact was reported.